Event description:
The distributor in (B) (6) reported that during (B) (6) surgery on the (B) (6) 2009, the xia blocker fastening with final tightening device, he realizes a loosening in the device turning and doctor sees a split on the blocker top marker line. The doctor tries to remove it, but was not possible, because the screwdrivers did not fit in the blocker. The doctor mentioned that it was the first time that he was facing such a problem. They are asking how to lead them to not having this problem again.

Manufacturer narrative:
Product has not been returned to manufacturer. Additional information has been requested in order to conduct an investigation. Any information obtained at the conclusion of the investigation will be submitted in a supplemental report.